Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2009 and the device passed a self-test. The pad-pak was then removed from the device on six occasions between january 2009 and august 2013. A pad-pak was installed on the 8th august 2013 and the device passed a self-test and performed to specification up to the 7th june 2015. An increase in voltage would suggest a fresh pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane.the pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.